Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files showed that the driveline was disconnected from the controller on (B)(6) 2022 at 12:49:36.

Event description:
Pump: MFR # 2916596-2022-15085.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnection was confirmed via the provided log file. The log file contained data spanning approximately 5 hours (25oct2022, 9:48 ¿ 14:29 per timestamp). The pump-maintained speeds above the low-speed limit while connected to the driveline . The patient¿s driveline was observed to have become disconnected on 25oct2022 at 12:49 and was observed to have remained disconnected throughout the remainder of the log file, dropping the pump speed to 0 rpm. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event, including the reason for the driveline's disconnection, were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with no external power conditions. The heartmate 3 patient handbook, section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.